Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On approximately (B)(6) 2025, the patient experienced a skin reaction with rash underneath sensor pod area only. The patient consulted a healthcare provider on (B)(6) 2025 and the hcp performed an allergy test. The patient had to switch to another product as she was diagnosed with contact allergy to rosin-related substances found in dexcom g7 previously during analysis of the sensor. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.